Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results for qc material and for approximately 100 patient samples. The samples were repeated on another ise module on (B)(6) 2014. Of the data provided for 24 patient samples, only the sodium results for 20 patient samples were discrepant. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer did not know of any adverse effects to any patients. The sodium electrode lot number was y26 with an expiration date of 10/31/2014. The field service representative could not find a cause. He noted the customer had replaced the sample probe on (B)(6) 2014 and the electrodes on (B)(6) 2014. The customer had successfully run calibration, qc and precision testing. The field service representative successfully ran precision testing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.